Event description:
Following battery replacement, the pt experienced a shocking/jolting sensation in his left arm. Following battery replacement and a fall or some other form of trauma ( date not reported), the pt experienced a loss of therapeutic effect, loss of balance, and dyskinesia. The pt was at home and was encouraged to contact his hcp. Additional info has been requested from the hcp, a follow-up report will be sent if additional info becomes available.